Event description:
The customer alleged, "the ventilator quit running on a patient." The customer confirmed that the alleged event did not result in an adverse clinical effect to the patient. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing and no parts were replaced. It is not verified that the vent was inoperable, and that a malfunction occurred.